Event description:
It was reported that during a da vinci-assisted pelvic lymphadenectomy surgical procedure, the customer called in to report that they encountered a non-recoverable error on arm 4. The technical support engineer (tse) reviewed the logs and found errors 25730, 32097, 40084, and 319 on universal surgical manipulator (usm) 4. It was noted that the surgical staff had already disabled the arm and converted the case to open surgery prior to contacting technical support. The tse had the customer push arm 4 in to move it out of the way and stow it. The procedure was converted to open surgery with no report of patient harm, injury, or adverse outcome.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replicated error 319 of usm4 and replaced it to resolve.the system was tested and verified as ready for use. Isi received the usm involved with this complaint and completed the device evaluation. Failure analysis confirmed/replicated the reported event. The unit tested on an in-house system and failed normal mode as it triggered 319 error. During inspection, found the rolling loop fiber misaligned and wavy. When rolling loop fiber swapped with a new one, error no longer occurred. When original rolling loop fiber cable reinstalled, error 319 came back. The system also logged error 319. The unit then tested on a patient side cart (psc) fixture test platform (pftp) (using new rolling loop fiber) and passed all required tests except yaw sensors check & carriage strength test. The rolling loop fiber assembly will be replace as a fix.